Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, atrial lead noise was observed and reproduced with isometric testing. Noise on auto mode switch episodes were observed also. Ventricular lead noise was also triggered but no noise was visualized. Patient reported symptoms of lightheadedness. The event date is unknown. The patient was stable during and post checkup. No further information available.